Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer got her new insulin pump and got stuck and had high blood glucose. Customer's blood glucose for 2 days was 400 mg/dl and 600 mg/dl and she knows the insulin pump was working due to when she bolused the blood glucose goes down but goes up in the morning. Customer stated that she was having issues with the 2 sensors not inserting, not adhering, getting stuck inside the serter and noticed blood at site. Customer's blood glucose was 400 mg/dl. Troubleshooting was done. The customer was advised that sensors and serter would be replaced and will request training for the enlite sensors. The customer was also advised to monitor the new insertion and to call back if issues persist. No further information provided.